Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. Difficulty/inability to recharge was reported. The antenna was positioned over the ins and repositioning the antenna did not resolve the issue. The rep was able to communicate using the patient programmer and physician programmer. Antenna locate was attempted and this did not resolve the issue. The baseline was in the 50's and the rep could get the number to go up to 62. The rep had access to another recharger and was to try it. It was noted that the implant wasn't too deep; however, it appeared to be at an angle. No x-ray had been performed to determine if the ins was flipped. The patient/rep was to follow-up with a healthcare professional (hcp). No symptoms were reported. The issue began in (B)(6) of 2017, as the patient had tried to recharge in the last couple days prior to (B)(6) 2017. Additional information was received from the rep. It was reported that they were looking at the x-ray and the screws and letters were to the left when looking at the anteroposterior view. It appeared that the ins was not flipped, but they were now trying to determine if the ins was too deep. It was noted the even with doing antenna locate and getting a value of 68 that they could only get zero coupling bars. The rep and hcp were still determining the cause of the issue. Additional information was received from a hcp via the rep. It was reported that x-ray appeared to confirm that the ins was not flipped. Two doctors and one physician¿s assistant had confirmed this. It was noted that the patient got all eight coupling boxes during surgery, six to eight boxes post-operative, and then starting having issues where she only was able to get two to four boxes and now zero boxes. The rep was still getting around 62 for the antenna locate values. The rep tried his recharger and had the same issue. It was noted that the top of the ins protruded slightly with the middle/bottom being deeper in the pocket. During one of the calls with the manufacturer on (B)(6) 2017, when the rep pressed down with the recharger antenna he was able to get four boxes. It was noted that the battery was initially below the incision site but now it had shifted upward on the patient¿s body.